Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump and noticed the reservoir was expiring in (B)(6) 2014. The customer's blood glucose was 256 mg/dl. Troubleshooting was performed. Insulin did not exit and the pump alarmed no delivery during a fixed prime. After disconnecting and reconnecting the reservoir and infusion set at the tubing connector, insulin was successfully pushed through the tubing. During a manual prime, insulin did not come out until customer shook the tubing and a drop fell out. The customer was advised to change the set and stated there was no resistance and insulin exited during a manual prime. The alarm was explained to have been caused by an infusion set/reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.